Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly developed pain and non-auditory sensation around the implant area in (B)(6) 2025. The recipient had a bad fall in (B)(6) 2023 where they hit their head. A CT scan was performed, and results showed the device was fine. The pain is ongoing with and without device use. Programming adjustments were made however, this issue did not resolve. The recipient is taking four (4) paracetamols daily. The recipient has been referred to a pain management team.